Manufacturer narrative:
The insulin pump passed rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 or 43 alarms during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump had received multiple pump errors and also experienced low blood glucose. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that they are not able to rewind the pump. Troubleshooting was performed for pump errors and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.